Manufacturer narrative:
The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was unknown. The patient was hospitalized for the event. On an unreported date, the patient began treatment with injection of vancomycin (500 mg, frequency, duration and route not reported), intraperitoneal injection of amikacin (250mg, frequency and duration not reported) for the event of peritonitis. At the time of this report the patient outcome was unknown. Action taken with dianeal therapy was not reported. No additional information is available.